Manufacturer narrative:
(B)(4), date sent: 11/8/2021 investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No, device stopped when returning and they had to use the manual override. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? See above. Or, did the device fully fire and stop during the automatic knife return? See above. Could you please clarify if there were any patient consequences? Not mentioned. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Not mentioned.

Event description:
It was reported that during a lobectomy, the battery stopped. They had to use the manual override. Another same like instrument had to be used to complete the procedure. No patient consequences reported. No further information is available.